Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. No display ramping on its own anomaly noted. However, the insulin pump passed basic occlusion, occlusion, prime/a33, excessive no delivery and displacement tests. No unexpected no delivery alarms were noted. The insulin pump has cracked case at the display window corner, cracked battery tube threads and minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had numbers scrolling on the display. The customer did not recall any significant events leading up to this issue. Blood glucose level at the time of the incident was 300 mg/dl. Customer also reported that the insulin pump had a no delivery alarm and a low reservoir alam the night before the call. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.